Manufacturer narrative:
MFR received date:19 nov 2019. The support service performed evaluation and confirmed the reported problem. The support service then replaced the touchscreen to resolved the issue. Performed the performance specification and functional tests in which the unit successfully passed and now returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.